Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, noise was noted on the atrial lead. The patient experienced syncope during this time. But the syncope was not related to noise or device. No intervention was performed. The patient did not experience any adverse consequences and will continue to be monitored.